Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified internal shunt venous forearm. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, the balloon was inflated two times at 6atm accordingly. However, at second inflation, it was noted that the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and patient's condition was good post procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 12mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified a kink 130mm distal of the distal end of the strain relief .this type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified internal shunt venous forearm. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, the balloon was inflated two times at 6atm accordingly. However, at second inflation, it was noted that the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and patient's condition was good post procedure.